Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported before us of the bd vacutainer® ppt¿ plasma preparation tube k2e there were air bubbles in the gel. This event occurred 12 times. The following information was provided by the initial reporter. The customer stated: "before use, the ppt tube's gel was found to have air bubbles."